Event description:
It was reported that during a reprogramming session, an impedance check flagged contacts 0 and 1 as ¿avoid/do not use¿ due to high impedance. It was reported that the high impedance was not observed on the day of surgery. Reprogramming was performed by programming below contacts 0 and 1 on 0¿7, and good coverage of the patient¿s pain areas was maintained. The issue was reported as resolved, the device remained implanted and in service, and no injury or serious adverse outcomes were reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.